Manufacturer narrative:
Device is an instrument and is not implanted/explanted.. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event from (B)(6) as follows: it was reported that a chisel was used in an implant removal procedure. The chisel broke during removal of a callus. The case involved a fractured tibia 1/2 shaft distal. This is report 1 of 2 for complaint (B)(4).